Event description:
Coronary stent came off the delivery balloon during an attempt to position the device in left circumflex coronary artery. Device was retrieved/removed with snare. No pt injury was noted.